Event description:
It is reported by the patient that from the time lens was implanted she has experienced constant problems with brightness and vision level. Patient claims that her vision is poor and, states that she believes her lens has failed or is failing.

Manufacturer narrative:
Lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.